Event description:
--

Event description:
Additional information was received that the patient with this device system received three appropriate shocks for ventricular tachycardia (vt). Two of the shocks displayed a shock impedance measurement within acceptable limits. Additionally, a commanded shock test confirmed the appropriate shock impedance measurements.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device system detected a shock impedance measurement greater than 125 ohms. Additional information was received that the patient with this system was lost to follow up and would not return calls from the clinic. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.